Event description:
It was reported to boston scientific that during a procedure using hta, the system issued a thermal probe 2 failure. The heater cannister rod got red hot, the cannister melted, and the system shut down. The system would not turn back on. There were no patient complications reported.

Manufacturer narrative:
The console was returned to nexcore for evaluation and nexcore confirmed the complaint; when the unit was disassembled, it was identified that the inline fuse was blown which is indicative of a power surge into the unit. A new fuse was installed and the unit was tested and passed both the hta logic and full wet test. The ac output check on the heater receptacle was good and passed. The unit was upgraded to 9.0 while in house. No other issues were identified at nexcore. The most probable cause for the reported event is a surge from the power supply used at the account since the inline fuse was blown and when replaced the unit tested properly.